Manufacturer narrative:
(B)(6). Device evaluated by MFR.: promus element plus, mr, ous 3.00x20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the distal end bunched in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07-oct-2020. It was reported that crossing difficulties were encountered. The 85-90% stenosed, de novo target lesion was located in a mildly tortuous and moderately calcified coronary artery. Following pre-dilation, a 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.